Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/heavy bleeding') in an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("abnormal bloating"), infection ("infection"), autoimmune disorder ("autoimmune-like symptoms"), tooth disorder ("dental problems"), mass ("painful bumps"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (endometrial ablation and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, infection, autoimmune disorder, weight increased, tooth disorder, mass, alopecia, headache and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune disorder, back pain, genital haemorrhage, headache, infection, mass, pelvic pain, tooth disorder, uterine leiomyoma and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding/heavy bleeding') in an adult female patient who had essure (batch no. A20058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("abnormal bloating"), infection ("infection"), autoimmune disorder ("autoimmune-like symptoms"), tooth disorder ("dental problems"), mass ("painful bumps"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (endometrial ablation and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal distension, infection, autoimmune disorder, weight increased, tooth disorder, mass, alopecia, headache and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune disorder, back pain, genital haemorrhage, headache, infection, mass, pelvic pain, tooth disorder, uterine leiomyoma and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.